Event description:
The customer contact reported "the amount of volume the pump delivered did not match what was programmed." No specific programming parameters were provided. There were no reports of any adverse events while the pump was in clinical use. Though requested, no additional information was provided.